Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the reported filter migration was likely due to circumstances of the procedure. It is likely that the filter did not fully appose to vessel wall due to under sizing. It is likely that a large size emboshield nav6 filter would be the appropriate size to prevent migration and fully appose to the vessel wall. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the anterior tibial artery. The emboshield nav6 embolic protection system (eps) was advanced to the target lesion over the barewire however after the filter was deployed, it did not stay in place and migrated up the vessel. The filter was retrieved with the retrieval catheter and removed from the patient. A new filter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.